Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying the apply sample message/indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient does not recall when the alleged issue first began. The patient¿s diabetes management is not known and it is not clear what action the patient took in response to the alleged meter issue. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly developed symptoms of weakness, shaking, and sweating an unknown date/time later; however, it is not clear what treatment the patient received after the alleged issue occurred. During troubleshooting, the csr verified that at the time the alleged issue occurred the patient was using the subject meter for the first time and she was using the correct test strip; however, the csr discovered the patient was not using the proper testing technique (per owner¿s booklet recommendation). The alleged issue was resolved with training. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.